Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd implanted: (B)(6)2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since the last device changeout, the patient had experienced cardiac stimulation with left ventricular (lv) pacing. Reprogramming was performed to resolve the stimulation issue. It was further reported that the patient complained of being chronically tired and having shortness of breath. A review of the device data by qualified personnel determined that there was lead polarization occurring which was compromising the device's effectivecrt feature. The left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event.